Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be filed when investigation results are available. Customer and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mg/dl to mmol/l which suggests that the memory overwrite malfunction has occurred. There was no report of death, serious injury or mistreatment associated with this event.